Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported a falsely elevated archtiect free t4 result generated by the architect i2000sr processing module for a 32-year-old female patient. Upon repeat testing, the sample generated a normal result. The following data was provided: reference range: 11.0 to 17.7 pmol/l sid (B)(6): initial result = >64.35 pmol/l, repeat result = 16.07 pmol/l no impact to patient management was reported.